Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he notices a black wall that appears on the right side of the right eye when reading at about six inches. He can not see the black wall when the eye was dilated during an eye exam. The consumer reported a bad reflection when driving at night causing difficulty. At the three week postoperative exam, the surgeon informed tha consumer that there was a wrinkle in the capsular bag. The iol is perfectly centered. The consumer reported that the vision seems more blue and the colors seem cool and more contrasting in this eye. The consumer also reported that this eye is a lazy eye since childhood. At the request of the consumer the surgeon was not contacted; follow up was not able to be conducted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the request of the consumer the surgeon was not contacted; follow up was not able to be conducted. (B)(4).